Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the procedure was converted to thoracotomy and off-pump coronary artery bypass surgery was performed. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the thoracotomy was pre-planned. The off-pump coronary artery bypass surgery was performed due to coronary occlusion and stenosis. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.